Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins for pain was stuck on a really high mode and it was extremely uncomfortable. The patient could not get it to connect to change it. Additional information was requested from the healthcare professional, however, the issue was not clarified and it was not known when the event occurred or the troubleshooting performed. The healthcare professional did not know if the issue resolved and, per the healthcare professional, the "patient was lost to follow up shortly after implant".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.